Event description:
The complainant reported that a male patient underwent multiple band ligation for treatment of esophageal varices. The physician reported that the first three bands were deployed successfully, but the fourth band did not deploy; it remained bound to the barrel of parent device and was not released in the patient. A total of four ligating heads were used to complete the procedure. It has also been reported that there were no patient complications following the procedure.

Manufacturer narrative:
This device was returned for investigation by the manufacturer; however, the ligator head was the only component returned for evaluation. We are unable to complete the failure investigation due to the lack of return of the entire ligator assembly (thread, trip wire, handle). We are therefore unable to determine the relationship between this device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.